Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2026, " the c-arm jolts/shakes at the beginning of a sweep." A hologic field service engineer (fse) was dispatched to assess the device and found a loose screw within the vertical travel assembly (vta). The fse determined that the loose screw was the likely cause of the reported observation; therefore, the fse "removed the affected screw, cleaned the threads, and applied thread locker before reinstalling the screw." The fse completed all necessary system calibrations and confirmed that the device is now functioning as intended. No patient/user impact was reported, and no further information is currently available at this time.